Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side showing signs of inflammation, no examination confirming the event. Later, patient reported capsular contracture, baker grade iii and seroma-late production for left side. The device has been explanted.

Event description:
Patient reported left side showing signs of inflammation, no examination confirming the event. Later, patient reported capsular contracture, baker grade iii and seroma-late production for left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The device has been explanted.